Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited decreased r-waves and high capture thresholds. Impedance measurements were stable. X-ray was performed but was inconclusive. The device was reprogrammed. Patient was asymptomatic and will continue to be monitored.